Event description:
Dr. Reported that during a radiesse vocal fold injection, the needle tip broke from the cannula. The physician reported that the pt coughed, and when the device was removed from the pt, the tip was not in place. The pt was sent to x-ray, but the tip was not located.

Manufacturer narrative:
During a follow-up with the physician, it was reported that the pt did not experience any side effects due to this event. Review of the device history records indicates that the reported lot, 1006384, met all specifications. Visual inspection of the returned device indicates the needle cannula had been bent in a severe angle. The injection needle is distributed as a straight rigid needle, and is not intended to be bent. Upon review of the FDA med device report decision tree at bioform med, a decision was made to report this event based on a chance of causing injury if the event were to recur.